Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced difficulty with the artificial urinary sphincter (aus) not working as well as it did before. At an appointment that took place at a later date, the physician attempted to troubleshoot the device without success and determined revision was necessary. The aus was explanted and replaced with a new aus. Upon explant, the physician identified that the cuff had a small hole that resulted in a fluid leak. There were no patient complications reported.